Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they were using their device and attempted to deliver a shock to a patient and the device failed to shock. The customer then switched to a back-up device. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
Physio-control downloaded the device's electronic records from the event for review and was able to verify that there was an interference issue with another device during the event. The electronic records also indicate that the charge was removed from the device three times during the event. The customer provided physio-control with additional information and confirmed that they were testing a subcutaneous defibrillator while using this device. The customer advised that they were shocking the patient with the internal device while trying to charge this device at the same time. This device was sending the shock from the other device and was removing its charge. Per the device's operating instructions, this is normal device behavior and is to be expected under these circumstances. From the operating instructions: "when using quik-combo electrodes, the device indicates paddles leads off if the resistive part of the patient impedance is greater than 300 ±15% ohms, or if the magnitude of the patient impedance is greater than 440 ±15% ohms.¿ the interference caused a leads off condition with the device and resulted in the device removing its charge. The cause of the reported issue was determined to be interference from the subcutaneous defibrillation device.

Event description:
The customer contacted physio-control to report that they were using their device and attempted to deliver a shock to a patient and the device failed to shock. The customer then switched to a back-up device. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient. No response has been received from the customer.